Event description:
The core impaction drill overheated while being tested. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed that the motor cartridge contact pins were burnt.